Manufacturer narrative:
The distributor has confirmed that the device will be returned for investigation. However the device has yet to be received. Additional questions sent to the distributor. We are awaiting the response of these. Device expected but not yet returned.

Event description:
Impossible to remove the victory guide of the rubicon catheter inside the patient +> the entire device was removed. We've noticed some tortions at the exterior of the catheter and a loss of substance on the victory guide.

Manufacturer narrative:
(B)(4).

Event description:
Impossible to remove the victory guide of the rubicon catheter inside the patient +> the entire device was removed. We've noticed some tortions at the exterior of the catheter and a loss of substance on the victory guide.

Manufacturer narrative:
The distributor sent back one device from an unknown lot number on 08/18/2016. The device from unknown lot number was returned entrapped in the rubicon catheter. Additional questions were sent to the distributor by the manufacturer on 07/01/2016 in order to gather further information about the events of the incident. To date, the distributor has not provided answers to the additional questions asked by the manufacturer. The complaint investigation was completed without this information.

Event description:
Impossible to remove the victory guide of the rubicon catheter inside the patient +> the entire device was removed. We've noticed some tortions at the exterior of the catheter and a loss of substance on the victory guide.